Event description:
It was reported that the pt experienced a loss of therapeutic effect. The stimulation was at the highest setting and the pt still did not have symptom relief. The pt underwent reprogramming unsuccessfully. Her lead and extension were replaced. The patient outcome is unk. Further info is being requested from the hcp.